Event description:
Baxter product surveillance received a live call from the facility that reported a pump that failed to alarm after having emptied a 250ml bag of solution. This problem was identified during pt use. There was no pt injury or medical intervention necessary according to the hosp rep. No additional info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.